Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5097790. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. A patient had a skin reaction associated with the sensor adhesive and permanent scarring. The sensor had been inserted mid-july; however, on day four of use, the patient developed a rash. The patient reported ¿at day 6, the redness and discomfort became alarming and I removed the device. Inflammation, redness, peeling, and light pus slowly faded and healed over the next two weeks. The affected area did not extend beyond the direct contact point of the adhesive ring of the dexcom g6¿. This is being reported based on the documentation of permanent damage to a body structure (scar tissue). No additional patient or event information is available.